Event description:
It was reported that there was channel disconnect if the module was loose and won¿t connect. To troubleshoot will inspect the module for any damage, reconnect the module and if it works, will continue to use it and also there was a channel disconnect alarm last week and the module was not attached securely. Rn reattached the module and no further issue. This was reported to bd representatives during their site visit. Although requested, additional information was not provided. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.